Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 90-100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 8:23pm) with results of 131 mg/dl and 130 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is about 1 month. Recall test results performed fasting from meter memory: 100mg/dl; 100mg/dl; "lo"; 124mg/dl; 119mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.